Event description:
The facility reported an ipump with "when you try to turn it on the machine works for 5 minutes but then stops working". This condition occurred during preventative maintenance in the (B)(4). This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of an ipump with a malfunction of 'when you try to turn it on the machine works for 5 minutes but then stops working' was not confirmed during device evaluation. The cause of the problem was not identified and the pump was not repaired.additional information: a service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.